Event description:
It was reported that 2 devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that during the procedure, both 511s seals (from a tk11m kit) were torn, causing carbon dioxide leakage; loss of pneumoperioneum and thereby endangering the operation. The rep could not detect any misuse of the devices. The 10mm laparoscope was used inside the trocars.